Event description:
It was reported that, ten days after the implant procedure, this right ventricular (rv) lead was dislodged, and it was repositioned. Furthermore, the rv lead was dislodged a second time and subsequently, the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. The explanted product has been received by boston scientific and a full investigation will be conducted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, ten days after the implant procedure, this right ventricular (rv) lead was dislodged, and it was repositioned. Furthermore, the rv lead was dislodged a second time and subsequently, the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.